Event description:
Elderly male with history of coronary artery disease, atrial fibrillation on coumadin therapy. Presented with acute onset rectal bleed. While having a flex sigmoidoscopy, an olympus single use ligating device (polyloop) around a patient's polyp/mass and tightened it, but the loop would not release from the loading device/hook that was threaded through the endoscope. We had to use a loop cutter to remove it from the scope. No known harm to the patient.